Event description:
It was reported that during ilet setup the touchscreen on the insulin cartridge selection screen was nonresponsive, preventing the user from pressing insulin cartridge while the cgm step showed as complete, consistent with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and educator and analysis of information provided by them. Investigation of this case revealed a software problem associated with the touchscreen interface presenting as an unresponsive control on that setup screen. The issue was resolved by restarting the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.